Manufacturer narrative:
Provider reported of a patient sustaining intense allergic reaction 24hrs post morpheus8 treatment. Investigation is ongoing. 06-feb-2025: fu report is submitted with a correction and investigation conclusions: date of event was corrected. Investigation conclusions: the customer did not cooperate in filling the clinical form, nor in providing patient's healing information. Technical inspection of the applicator revealed no technical issues. Investigation concluded that the allergic reaction was most probably triggered by substances applied before or after the treatment (e.g. The numbing cream), and further exacerbated by the morpheus8 procedure.

Event description:
Allergic reaction 24hrs post morpheus8 treatment.

Manufacturer narrative:
Provider reported of a patient sustaining intense allergic reaction 24hrs post morpheus8 treatment. Investigation is ongoing.

Event description:
Allergic reaction 24hrs post morpheus8 treatment.